Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00102 thru 3003853072-2018-00104.

Event description:
It was reported that the threads of three blockers were damaged during installation within surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. There is damaged present on the outer threads that is consistent with cross-threading the blocker into the mating pedicle screw during installation. A review of the manufacturing records did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that the threads of three blockers were damaged during installation within surgery. They were removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report three of three for this event.